Event description:
Received info that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and found the compressor was leaking. Cse removed the compressor. Per customer request compressor replacement was not performed. Device passed extended self-testing.

Manufacturer narrative:
(B)(4).